Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an oat of the knee while using the donor side it was not possible to remove the bone from the knee. Multiple attempts were made and the surgeon could not get bone to come out. The surgery was then finished successfully. The surgeon had to use the recipient for both.

Manufacturer narrative:
Complaint not confirmed. Visual evaluation did not showed any damaged to the donor handle. The core extruder was not returned for evaluation. During device functioning testing, a new core extruder was assembled to the donor handle, showing the device working as intended.